Event description:
Caller reported an alarm indicating a malfunction, followed by a secondary alarm. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl or register as "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin administration. Further assistance was advised by technical support for recurring occlusion issues, which the customer acknowledged.